Event description:
User reported that a hotline is a coaxial giving set where warm unsterile h20 is pumped around the outer lumen warming the infusion/transfusion fluid within the inner lumen. A defect in the giving set has allowed communication between the two lumens.

Manufacturer narrative:
Evaluation: hospital had reported to mhra that they had informed us of this event. The hospital had left a voicemail message with no contact information. The hospital was called and smiths medical was told that the person that reported this to us does not work there. After receipt of mhra report several attempts have been made to obtain further info from the hospital. To date, they have not responded to our requests. We are still attempting to obtain further info. We can report that the lot size was 17,640 units and we have not received any other reports on this lot number. If we are successful in obtaining any further details, or the event sample, a follow up report will be submitted.